Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an system error 322 was not reproduced. A review of the event history multiple system error 322 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of specification link screws. The link switch requires adjusmentt to address this issue. Should additional relevant information become available, a supplemental report will be submitted.